Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have changed set and awoke with normal blood glucose. Customer reports that blood glucose later rose to the over 300 mg/dl. During troubleshooting, insulin pump passed displacement test. Customer reports that blood glucose elevated to 409 mg/dl and was treated with a bolus delivery. Customer reports that blood glucose dropped to 39 mg/dl. Customer declined troubleshooting as it was realized that high blood glucose was caused by not priming or rewinding insulin pump.